Manufacturer narrative:
An event of the device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on and unknown date a 25-18mm amplatzer talisman pfo occluder was implanted in a patient. One week later, on (B)(6) 2023, the device was found to have embolized. The physician retrieved the device with no issue and re-implanted a 35mm amplatzer pfo occluder. The physician did not state any adverse effect to the patient. The patient is stable and was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.